Manufacturer narrative:
Reported event: an event regarding communication failure involving a mako tka software was reported. The event was not confirmed. Product evaluation and results: an analysis of the warnings in the crisis log file, application workflow, femur and tibia checkpoint values, femur and tibia registration values, and rio registration and verification values was completed. There were numerous ¿rio cutting system error¿ warnings in robot setup and bone preparation, and ¿femur tracker not visible¿ in landmark warnings. Additionally, there were numerous ¿micstool comm errors¿ during robot setup, ligament balancing, and bone preparation. The application relies on the communication between the mics and the system to know the location of the tool with respect to the bones. During these errors, the application does not know where the mics handpiece is in space, and therefore cannot update the visuals, even though the mics is removing bone. This resulted in a hardware issue. It is recommended that in future cases the user take precaution when using the equipment. Additionally, if the trackers were not visible during robot registration this could also contribute to the error. Overall, all pre-surgery checks were passing, as well as checkpoints, bone registration, and rio registration. The data at this time shows that the mako system operated within specification. No system defect or malfunction is expected. Product history review. A review of device history records shows that (B)(6) was inspected on 13 may 2013 and the quality inspection procedures were completed with no reported discrepancies. Complaint history review a search of the complaint database under device identification pn 209999, (B)(6) reports similar complaints related to the failure in this investigation. Conclusions: the failure was reviewed through return of the provided log/session files. The data at this time shows that all system verification values were within the accuracy tolerance region; no system defect or malfunction is suspected. No additional investigation or specific actions are required at this time. If additional information is received, then the complaint will be reopened. System is ready for use.

Event description:
The green bone would not be removed when prepping bone. Surgical delay: = 15 minutes. Case type: tka.

Manufacturer narrative:
Reported event: it was reported, ¿the green bone would not be removed when prepping bone. Surgical delay: = 15 minutes. Case type: tka¿ product evaluation and results: review of the log/session files has not been completed within 90days of the complaint being opened. The complaint will be closed with an associated risk assessment. Additional failures will be assessed once the log/session file review has been completed. Product history review a review of device history records shows that (B)(6) was inspected on 13 may 2013 and the quality inspection procedures were completed with no reported discrepancies. Complaint history review a search of the complaint database under device identification pn 209999, (B)(6) reports no similar complaints related to the failure in this investigation conclusions: the exact cause of the event could not be determined because insufficient information was made available for evaluation. Review of the log/session files has not been completed within 90days of the complaint being opened. A review of the case session/log data is needed to complete a full investigation for determining root cause. In addition to a review of the log/session, a field service engineer conducts scheduled maintenance on the robot to ensure the robot is system ready. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
The green bone would not be removed when prepping bone. Surgical delay: = 15 minutes. Case type: (B)(4).

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The green bone would not be removed when prepping bone. Surgical delay: = 15 minutes. Case type: tka.